Manufacturer narrative:
A further clinical review of the event details has been completed and identified a change in the MDR reportability. This event is reportable as a malfunction MDR. There was no patient injury or adverse patient outcome in this case. However, detachment of a filter limb could lead to patient injury if it were to recur. Image review: based on the single image provided, a detached filter leg within the confines of the vena cava filter can be confirmed, filter tilt cannot be confirmed, the identity of the filter cannot be confirmed and the removal of the filter or detached limb cannot be confirmed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Conclusion: the device was not returned. One image was provided. Based on the image review, limb detachment can be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device and no medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical images were received and the investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned

Event description:
It was reported that during scheduled vena cava filter retrieval; post thirteen months filter deployment; guided fluoroscopy demonstrated a detached filter limb prior to gaining jugular access. A snare device successfully captured and retrieved the vena cava filter and detached filter limb embedded in the ivc wall. The patient was reported to be asymptomatic prior and post filter retrieval. There was no reported patient injury.